Event description:
It was reported that the insulin pump alarmed no delivery and that customer experienced high blood glucose levels, which she treated with a manual injection. The blood glucose reading was 351 mg/dl. The customer stated that she needed a new insulin pump and complained that her eyes and back hurt. She noted that her blood glucose levels stabilized the day before but got high on the day of the call. Customer did not trust the device. Upon troubleshooting, it was found that the insulin pump alarmed during the high pressure test. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window corners, reservoir tube and battery tube threads. A scratched display window was noted as well.